Event description:
It was reported that the patient presented to the emergency room due to -feeling out of sorts-. The atrial lead exhibited loss of bipolar capture and impedance less than 200 ohms. The lead appeared to be fractured via x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.